Event description:
It was reported that the user received an occlusion alert while using the infusion set and experienced elevated blood glucose; the user confirmed the site felt normal and resolved the alert after performing fill tubing only and fill cannula, with education provided on disconnecting for injections and monitoring, consistent with an insulin occlusion associated with the infusion set. Symptoms included sweating during the hyperglycemic episode. Outcomes included no need for outside assistance and no medical intervention or hospitalization, and blood glucose correction after addressing the occlusion. Investigation included troubleshooting and education with guidance to monitor glucose and inspect the set for kinking or bent cannula if glucose remained elevated. Investigation of this case revealed an insulin delivery occlusion that resolved after supply-related actions, consistent with an infusion set issue affecting insulin flow. It was concluded, based on previously established findings for similar reports, that the cause was user-related or technique-related infusion set occlusion.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.